Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the collets in the reported problem area of the pipetter assembly. The fse cleaned the collets and sleeves. The instrument was inspected, tested without further problem, and returned to service.